Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Rep MFR report: 1627487-2014-06212 and 1627487-2014-06214. The pt has two leads implanted with the same lot number. It was reported that the pt experienced a shocking and heating sensation at the ipg site while charging. The pt also reported pain and swelling at the implant site. The pt stopped using his scs system in 2010 due to reported issues and is requesting to have the scs system removed. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.